Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of salpingectomy ("laparoscopic removal of her ovary and tube") and oophorectomy ("laparoscopic removal of her ovary and tube") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (cautery to do the excision the essure). At the time of the report, the salpingectomy and oophorectomy outcome was unknown. The reporter provided no causality assessment for oophorectomy and salpingectomy with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Ntaneous case was reported by a physician and describes the occurrence of salpingectomy ("laparoscopic removal of her ovary and tube") and oophorectomy ("laparoscopic removal of her ovary and tube") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (cautery to do the excision the essure) and surgery. At the time of the report, the salpingectomy and oophorectomy outcome was unknown. The reporter provided no causality assessment for oophorectomy and salpingectomy with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.